Event description:
The customer reported to olympus the evis exera ii gastrointestinal videoscope, when inspecting the scope it was found that the up/down angulation totally not working. The issue occurred during an unknown event. The procedure was unknown. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the nozzle and the distal end cover had foreign object. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: adhesive on bending section cover or distal sheath rubber is detached; protector has a cut; protector of universal cord on control section side has a cut; bending section cover or distal sheath rubber has discoloration; due to damage on charging coupled device (ccd) unit, the image has white dots; distal end cover cover is shaved; universal cord has a dent; light guide lens has corrosion; due to nozzle clogging, amount of water contact does not meet the standard value; due to wear of angle wire, bending section cannot be bent in upwards direction at all; connecting tube has a scratch; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; control unit has a scratch; grip has a dent; due to wear of angle wire, the play of tight/left knob is out of the standard value; nozzle has foreign objects; universal cord has a scratch; no angulation when angulation control knob is turned; due to deformation of electric connector, water tightness is lost; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; and color ring has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The correct aware date on the initial MDR submitted on dec 18, 2023, should have been nov 28, 2023. June 20, 2011. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been 12 years since the device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from el-connector; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection the IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.